Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported the device was implanted and following, migrated from the left chest to the patient¿s armpit. As this was not painful to the patient it remained in use until it was removed and replaced six years later. The replaced device migrated to the armpit and this was very painful for the patient and a revision was performed approximately five weeks later. It was also reported that while the patient does not have an overt infection, it is possible an occult infection is causing the pain. Due to the pain and possibility of infection, the patient was treated with antibiotics and the implantable cardioverter defibrillator (ICD) and lead were removed. A sub-muscular re-implant is planned. It was noted the recurrent migration may be due to the patient¿s connective tissue disorder. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.